Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011 for this event and replaced the needle vent line. The root cause was determined to be the needle vent line tubing. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that there was a leak in the probe area on the coulter lh 750 analyzer. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. There was no change to patient treatment attributed or connected to this event.